Manufacturer narrative:
Block b5 has been corrected. Block e1: the initial reporter's facility name: (B)(6). Blocks e1 (initial reported address 1 and 2) and h6 have been corrected. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath was fractured during the release. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event and the patient's condition remained stable after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was tight. During the procedure, the inner guide catheter was fractured during deployment. The broken guide catheter was removed from the patient using biopsy forceps. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event and the patient's condition remained stable after the procedure.

Manufacturer narrative:
Blocks b1, b2, b5, and h1 have been corrected. Block e1: the initial reporter's facility name: the first affiliated hospital of fujian medical university - reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Imdrf impact code f2301 captures the used of additional device to remove the broken guide catheter. Block h11: a flexima biliary stent and delivery system were received for analysis and the device was returned without the guide catheter, which was detached. Furthermore, it was observed that the push catheter was bent. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of catheter guide break. It is most likely that procedural factors such as handling of the device and the technique used by the physician during the procedure likely resulted in the damages encountered. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath was fractured during the release. The procedure was completed using another of the same device. There were no known patient complications were reported as a result of this event and the patients condition remained stable after the procedure.

Manufacturer narrative:
Block b5 has been corrected. Block e1: the initial reporter's facility name: (B)(6) hospital reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary preloaded stent was to be used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the inner sheath was fractured during the release. The procedure was completed using another of the same device. There was no patient complications reported as a result of this event and the patient's condition remained stable after the procedure.

Manufacturer narrative:
Block e1: the initial reporter's facility name: (B)(6) hospital - reported here as the facility name exceeded character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.